Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer has damaged her insulin pump. The customer¿s blood glucose level was unknown at the time. Customer stated she dropped the device in the pool, and water had gotten under the lcd screen and into the reservoir. Customer noted damage to the device from cracks on the corner of the screen to the battery cap. No troubleshooting was performed. Customer was advised a replacement insulin pump would be sent out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test due to faulty force sensor resistor. Pump passed displacement test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no audio/beep anomaly noted. Pump received with moisture damage on electronics assembly, cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.